Event description:
It has been reported that an nrg transseptal needle was selected for use for an radiofrequency (rf) ablation procedure. The user has stated that the needle became fractured during preparation and could therefore not be used. No troubleshooting methods have been specified. The needle was then replaced (different device, same model) and procedure was completed successfully. No patient complications reported. Product is not expected to return for analysis as it was disposed of at the facility.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental will be filed.